Manufacturer narrative:
The following other devices listed in this report: cat. No.: 623-10-32d, trident 10° x3 insert 32mm ID, (B)(4); cat. No.: 502-03-50d, primary tritanium hemi cluster hole cup 50mm, (B)(4); cat. No.: 18-3200, delta c-taper head 32mm +0, (B)(4), cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, (B)(4) and cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, (B)(4). At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported the patient had a thr on (B)(6) 2016 that was revised on (B)(6) 2016.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an securfit stem was reported. The event was confirmed. Medical records received and evaluation: based on provided medical records were reviewed by a consulting clinician who indicated, "patient revision was related to periprosthetic fracture of the stem". Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: based on provided medical records were reviewed by a consulting clinician who indicated: "patient revision was related to periprosthetic fracture of the stem". No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported the patient had a thr on (B)(6) 2016 that was revised on (B)(6) 2016.